Event description:
In 2009, a patient underwent bilateral breast reconstruction immediately post bilateral mastectomy. It was noted that the patient received a vertical incision and an extensive radical lymph node dissection was performed at the time of the mastectomy. The veritas patch was not fenestrated prior to implant. It was not known what brand and size of breast implant was placed in each breast, however, it was noted that one 15mm drain was placed bilaterally in the axilla. There were no patient complications and the physician was reported pleased with the procedural outcome. It was not known how long the drains remained indwelling. The patient was administered and unspecified dose of keflex immediately prior to the procedure and was provided a 7 day course of the same antibiotic following the procedure. Follow-up regarding patient status was performed two weeks post-op, and 14 days after, both of which times the patient was reported to be doing well. Three days later, the patient presented with an unspecified infection in an unspecified breast. Laboratory testing revealed an unspecified anaerobic bacteria with a no-growth gram stain. The method of treatment is unknown. At approx 2 weeks later, the patient was taken back to the operating room for debridement of tissue and implant removal of one breast. The opposite breast suffered no adverse event. Upon re-operating, the physician noted that the veritas was completely dissolved/absent and no longer providing mechanical support for the breast implant. The breast implant was removed, and the breast implant pocket was repaired. It is not known if another breast implant was placed or what further intervention may have been performed. The physician did not know what may have caused or contributed to the infection, however, it was suspected that the general surgeon's mastectomy technique and lack of skin sparring, along with radical dissection down to the axilla may have caused or contributed to the issue. It was further noted that the physician has extensive experience performing this type of procedure, however, this was the first time the physician had use veritas in this capacity. It was further noted that this physician has only used the services of the general surgeon, who performed this mastectomy 3 times, and each of those patients developed infections as well (another manufacturers devices were used for the 2 other procedures). At about 6weeks later, the patient was reportedly doing well.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.